Manufacturer narrative:
Follow-up #1: date of submission 03/21/2016: device evaluation: the pump has been returned and evaluated by product analysis on 03/03/2016 with the following findings: during investigation, a visual inspection of the pump revealed that the battery cap was stuck to the pump and had to be removed forcibly from the battery compartment. The returned battery cap and a test cap were unable to be fully tightened and were difficult to remove from the pump. The sides of the returned cap were observed to be damaged. Testing revealed that both battery cap contact height measurements were out of specification. The width measurements were within specifications. The battery compartment was found to have multiple cracks at the threads above and below the bumper traveling toward the case seal. The battery compartment threads were damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.